Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the tt012 instrument was received with the sleeve broken. Due to the damage found on the device, a possible cause for this condition is due to improper handling during transit or storage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during a respiratory surgery, the trocar sleeve of the device broke. The broken pieces were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.